Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient re -used infusion set on (B)(6) 2025. The blood glucose level was 400 mg/dl. And the patient got treated with bolus via pump. No further information available.